Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the steerable guide catheter/sgc cable break resulting in the inability to curve guide. It is possible that the user inadvertently over torqued or rotated the knob forcefully, such that the cables broke; however, this cannot be confirmed. The reported mechanical issue with the knob (unable to curve guide) was likely a secondary effect of the cable break, and therefore due to procedural conditions. If the cable breaks, then the shaft cannot be tensioned to curve or straighten when the knob is rotated. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. .

Event description:
This is filed to report the cable break and inability to deflect the steerable guide catheter (sgc) tip. It was reported that during preparation of the sgc the +/- knob was turned more than half a turn in the minus direction and a cable break occurred. The tip no longer responded. The device was not used in the anatomy, and was replaced. A new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided..